Event description:
There was no device failure, malfunction or complaint reported. This pt was undergoing a coronary artery bypass procedure. A lima to lad graft and 2 radial arterial grafts off the lima were completed uneventfully. Upon deflation of the endoaortic clamp catheter (eac), an intimal flap was noticed by transesophageal echocardiography and the pt's blood pressure decreased. A sternotomy was performed, and a repair graft was placed in the ascending aorta. The pt required reoperation for minor bleeding. Subsequently, he recovered uneventfully, and without sequelae. During femoral cannulation, there was no resistance to placement of guidewires or to the eac or endoarterial return cannula. The pt was not screened for the presence of peripheral vascular disease. He had a pre-operative echocardiographic examination, which was unremarkable. Based on the surgeon's direct inspection and a postoperative CT scan, the dissection's extent was from the ascending aorta to the abdominal aorta. There was no intimal injury in the ascending aorta, suggesting to the surgeon that the disection occurred distally and propagated proximally. According to the surgeon, since placement of the femoral cannula and catheter was uneventful, the dissection could have resulted from a pre-existing intimal injury (the pt had had a cardiac catheterization one week before this operation).